Event description:
It was reported that a patient underwent an ovarian cystectomy procedure on (B)(6) 2022, and absorbable hemostat was used. The patient had a history of ovarian cyst. The absorbable hemostat was used for the ovary after hemostasis with an electric scalpel. Hemostasis was achieved after irrigation. About 1 minute after spraying the absorbable hemostat, a blood clot appeared and was washed. Although it seemed that some oozing remained, the wound was closed because there was no re-oozing after cleaning. The patient had abdominal pain at night on that day. On (B)(6) 2022, 800 ml of bleeding was confirmed, and reoperation was performed. At the time of the reoperation, it was confirmed that many coagula had accumulated. The patient had no blood transfusion. After the reoperation, the hemoglobin level was good at 9.7. The hospital stay was not postponed, and the patient was discharged on day 4, (B)(6) 2022. Absorbable hemostat was not used in the reoperation. The surgeon does not believe that the absorbable hemostat alone is the cause. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: weight and bmi at the time of index procedure? (B)(6) female. What were the diagnosis and indication for the index surgical procedure? Ovarian cystectomy. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Pollinosis.. Where was the surgicel used (on what tissue)? At the site of ovarian cystectomy. What were current symptoms following the index surgical procedure? Onset date? The patient has already recovered and discharged from hospital. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abdominal pain and blood loss? No deficiency was reported. What is the patient¿s current status? The patient has been discharged from the hospital. The following information was requested, but unavailable: was there any intraoperative concurrent use of other products? What is the lot number? How much surgicel was used during the procedure? What is the users experience w/ surgicel powder and other hemostatic agents? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.